Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: va0b2at, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 31-jul-2017, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that the patient had an abandoned lead from the previous device that the surgeon was unable to remove.